Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm, backup battery fault, and driveline power fault was confirmed via the log file review. The log files spanned approximately 8 days (30mar2021 to 02apr2021 and 04apr2021 to 09apr2021 per the timestamp). A no external power alarm activated on 31mar2021 at 04:06 and 01apr2021 at 18:23 as well as on 05apr2021 at 02:46, 08apr2021 at 04:34, and 09apr2021 at 02:53 due to the simultaneous disconnection of both power cables. The controller's backup battery was able to provide power to the pump without any issue. The alarm resolved shortly after reconnecting to a power source. A transient backup battery fault also coincided with the no external power alarms and activated on 08apr2021 at 04:34 and 09apr2021 at 02:53. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. A driveline power fault alarm activated on 02apr2021 at 08:49 due to a power a broken. The fault resolved shortly after activation, but the alarm continued for the remainder of the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, (B)(6) , was not returned for analysis. A root cause of the no external power event was determined to be user error due to simultaneously disconnection of both power cables; however, a root cause of the backup battery fault and driveline power fault was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 25nov2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power alarm, backup battery fault, and driveline power fault. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2021-02069, related manufacturer report number 2916596-2021-02340. It was reported that the patient had a modular cable/driveline disconnect by accident, and the patient's mother assisted in the reconnection. The patient then presented to the clinic and was stable. The clinic was advised to clear the driveline fault, which resolved the issue. Log file analysis captured several driveline disconnect events on (B)(6) 2021 at 03:21, 03:25 and 07:09. Also noted were a couple of instances of no external power on (B)(6) 2021 at 04:06, and on (B)(6) 2021 at 18:23. In both instances it appeared that both power leads were disconnected from the controller at the same time. A pump stop was noted on (B)(6) 2021 08:44, which was associated with a comm b fault found in the log. Driveline power faults were noted on (B)(6) 2021 08:49. The log file analysis also captured no external power alarms on (B)(6) 2021 at around 02:46 and on (B)(6) 2021 at around 03:22 while on the mobile power unit. The controller was momentarily disconnected from an external power source causing the controller to momentarily operate on emergency backup battery/power save mode. There was no interruption in pump support during this event, which was caused by power to the mobile power unit being briefly interrupted. The event log also captured low power advisories on (B)(6) 2021 at around 23:35 while tethered on batteries due to depleted batteries in-use/normal battery depletion. Backup battery faults, power cable disconnects and no external power alarms were noted on (B)(6) 2021 at 02:54 while tethered on batteries due to depleted batteries in-use/normal battery depletion. The backup battery faults resolved. Low flows, driveline disconnect, and pump off events were noted on (B)(6) 2021 at around 08:20.